Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the monitor board and the customer's report was not replicated or confirmed. The monitor board was put through extensive testing which without duplicating the report. The monitor board was replaced as a precaution. No trend is associated with reports of this type. The device logs were not available for review.